Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt called lifescan in 2004, and alleged that the meter was reading inaccurately erratic. The pt reported blood glucose results of 197, 149, and 118 with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucoe results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The pt also reported experiencing dizzy spells at the time of testing. She contacted her physician for advice; treatment is unknown. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The pt did not have any control solution to troubleshoot. Based on the information provided, there is an indication of a meter malfunction, however, there is no indication of the meter contributing to a serious injury. A replacement meter is being sent to the patient.